Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this lead was part of a system revision due to infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the lead remains in service.

Event description:
It was reported that this lead was part of a system revision due to infection. There were no additional adverse patient effects reported. All available information indicates that as of this time, the lead remains in service. Additional information received indicates that the lead was explanted due to infection. There was purulent discharge around the lead on the subaqueous tissue at both incision sites. There were no additional adverse patient effects reported. The lead was explanted.

Manufacturer narrative:
This supplemental report was created to correct the entry in h6: patient code and impact code.